Event description:
Seventeen (17) stryker cart mattresses compromised. Compromised with tears, holes, staining and internal foam damage. Reference reports: mw5165468, mw5165469, mw5165470, mw5165471, mw5165472, mw5165473, mw5165474, mw5165475, mw5165476, mw5165477, mw5165478, mw5165480, mw5165481, mw5165482, mw5165483, and mw5165484.